Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the electrode part of the sensor separated from the sensor. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of 1 opened and 1 used enlite sensor, found cannula retracted inside sensor base, also found sensor cannula damaged and broken with remaining broken part still inside the sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened and used.